Event description:
A young male patient was implanted with a sonoma clavicle pin for the treatment of a fracture clavicle on (B)(6) 2012. The fracture healed. The surgeon elected to remove the implant on (B)(6) 2012. While removing the implant by using a slap hammer to free it from the intramedullary canal, the implant broke. The lateral hub was removed and the surgeon left a portion of the implant in the bone. On (B)(6) 2013, the surgeon used sonoma's advanced removal tool set to attempt to remove the remaining portion of the implant. The shaft was successfully removed, however, the lateral tip broke from the shaft and was left in the patient.

Manufacturer narrative:
The surgeon used the sonoma crx-cwg off label. The sonoma crx-cwg is contraindicated as stated in the instructions for use - for patients with skeletal immaturity.